Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to low blood glucose. Customer's blood glucose was 32 mg/dl. The customer was admitted to the hospital. Customer gave herself a 5 unit manual injection and ate a piece of sausage. The customer was offered to troubleshoot for high blood glucose but declined, she gone to the doctor.